Event description:
Reporting status: serious injury. Reporting rationale: in-stent restenosis (isr) is considered a permanent impairment. Date issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, in which a xience v stent was deployed in the mid rca lesion. There were no reports of a product malfunction of patient effects during the index procedure. According to cardiac catheterization report received on 3/17/2009, it was reported that twelve days prior, the patient presented with right upper extremity weakness and mild confusion. A CT scan showed a lesion with hemorrhage in the right occipital areas. The patient was also noticed to have elevated troponin, but there was no acute electrocardiogram change or chest pain. The patient was noted to have inferior st elevation, but still no chest pain. Diagnostic coronary angiography showed an isr of the xience v stent in the mid rca. There was no treatment for the isr of the mid rca, since, the patient was pain free and the total occlusion lad lesion was located very distally and the vessel was small, the patient was treated with medication. Subsequently, the patient died four days later, due to the intracranial bleed. There was no signification to the in-stent restenosis of the rca. No additional event or patient information is available.

Manufacturer narrative:
(Right upper extremity weakness).